Event description:
A hospital in (B) (6) reported via a distributor that the mr225 manual fill infant/pediatric humidification chamber burst, when used in conjunction with a high flow nasal cannula system at a flow rate of 4 litres/min. Two chambers were affected. Upon request for additional info via our distributor, it was further reported that the set-up consisted of the rt132 infant continuous flow breathing circuit, mr850 humidification chamber and allegiance 2c7103 chamber water feedset, without any pressure relief devices utilized. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The device is currently en route to fisher & paykel healthcare for investigation. No results and conclusions are therefore available at present. A follow-up report will be prepared and forwarded as soon as the device has been returned and investigation results become available.